Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal hydromorphone via an implantable pump. It was reported by the hcp that the patient came into emergency room (ER) with symptoms including hypoxia and hypotension and they believe the pump dose was too high. Hcp said the dose had been increased a few days ago and they would like the pump turned off. Additional information was received from the patient representative (rep) reporting that the patient was in the hospital for "infections and things". Patient rep stated the hospital said they were going to have a medtronic representative (rep) come assist and that one came but patient did not recall that occurring. Patient rep stated they were trying to get a hold of the managing healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.